Event description:
The customer reported via phone call that the insulin pump had a button error alarm. Customer stated that every time they change the battery, they receive a button error or a battery out limit alarm. Customer stated that none of the keys are working and they are unable scroll down to esc or act. Customer stated that they had the pump clipped on and then they heard a button error. Customer stated that they received the button error on saturday. Customer will be sent a replacement battery cap. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms and no unexpected battery out limit alarms noted. The insulin pump powered up properly after battery installation and received with operating currents within specification. The insulin pump has cracked case at reservoir tube lip and with minor scratched lcd window.